Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 03/2024).

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery, the pta balloon was allegedly difficult to deflate. It was further reported that the device was removed with resistance. There was no reported patient injury.

Event description:
It was reported that during an angioplasty procedure in the superficial femoral artery, the pta balloon was allegedly difficult to deflate. It was further reported that the device was removed with resistance from the sheath after the second inflation. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one ultrascore 014 pta dilatation catheter was received for evaluation. During visual evaluation, no kinks were noted to the catheter shaft and no anomalies to the luers/y-body. No other anomalies were observed. During functional testing, the sample guide-wire lumen was flushed successfully. The patency of the guide-wire lumen was tested using an in-house 0.014 guide-wire. It was then inserted and removed with no issue. An in-house presto inflation device was used to inflate the balloon to 12 atm. The balloon was inflated and maintained pressure. The balloon deflation time was approximately 17 seconds. The balloon was then cut and balloon material was noted to be covering one of the inflation ports. Therefore, the investigation is inconclusive for the reported difficult to remove as functional testing involving introducer sheath could not be performed since the balloon was cut. The investigation is unconfirmed for the reported deflation issue as the balloon deflation time was approximately 17 seconds which is within the acceptable range as per the design input requirements document. A definitive root cause for the alleged deflation issue and difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4(expiry date: 03/2024), g3. H11: h6 (method, result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.